Manufacturer narrative:
Updated d4 - lot # to ph1k12262351. Updated d4 - serial # to (B)(6). Updated d4 - expiration date to 6/26/2025. Updated d4 - primary UDI number to (B)(4). Updated h4 - device mfg date to 12/26/2023.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 390 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent and the site appeared to be irritated. As treatment, a new pod was placed.